Manufacturer narrative:
No product has been returned and valid serial number was not provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor were reviewed and the dhrs showed the libre sensor passed all tests prior to release. Reviews found that there were no anomalies or errors that could be attributed to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no further track and trend review was required as there were no confirmed complaints. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from their adc freestyle libre sensor. Customer reported sensor readings of 367 mg/dl, 365 mg/dl and 349 mg/dl which were lower than laboratory readings of 160 mg/dl, 134 mg/dl and 119 mg/dl. Reading comparisons were taken within 10 minutes of one another and the customer also reported the trend arrow to be horizontal at the time of the comparison. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.